Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemorpro 2 shaft was bent and hard to use. No replacement was used to complete the procedure.the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Amounts of blood and charred tissue were observed on the jaws and heating wire. The shaft was observed to be straight, no visual defects were observed. The jaws were intact, no visual defects were observed. Based on the return condition of the device, the reported complaint "bent shaft" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemorpro 2 shaft was bent and hard to use. No replacement was used to complete the procedure. The hospital did not report any patient effects.